Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons were not responding. The customer's blood glucose level was 6.5 mmol/l at the time of the incident. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer informed that there was a response from a button. The customer reported that pressing menu button takes them to the menu screen and also using the up arrow allows them to navigate screens. The customer stated that using the down arrow allows them to navigate screens. The insulin pump was neither dropped nor exposed to moisture. The customer stated that the button were not unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.